Event description:
It was reported that a shaft break occurred. An nc emerge balloon catheter was inserted for use in a percutaneous coronary intervention (pci) procedure. However, it was noted that the shaft was broken distally in the guide catheter. The devices were retrieved completely. The procedure was completed with another of the same device. There were no patient complications reported.